Event description:
The patient (unknown demographics and target vessel characteristics) underwent a coil embolization, and soon after the delivery tube (complaint product) was inserted into the microcatheter (sl-10, boston scientific), the physician felt odd and pulled back the delivery tube slowly and carefully from the patient. Upon removal, the coil was found already stretched. Eventually the procedure was completed using other coils. There was no adverse consequence to the patient. Additional information indicated that prior to inserting in the patient, none of products was damaged. During delivery, all (IFU) instruction for use guidelines was followed. After the product was removed from the patient, the entire unraveled/stretched coil was removed from the patient. Besides the coil unraveled/stretched condition, no other damages were noted with the system. No further information was available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.